Event description:
It was reported the device was used during a gastric stapling for a trauma case. It was reported the pt was brought back to surgery during the evening of the original surgery for signficant bleeding. The staples had not formed properly.